Event description:
After cleaning in the am of (B)(6) 2026 it smelled like the dreamstation 2 CPAP machine was overheating/burning. It was turned off. In the evening of (B)(6) 2026 it again smelled like it was overheating/burning immediately after it was turned on before going to bed. Machine was turned off and disconnected and has not been used since.